Manufacturer narrative:
The reported field event of post-paced t-wave oversensing was confirmed in the laboratory. Review of the device image indicated that the oversensing was due to the patient's high t-wave amplitudes and that the device sensing was normal based on its programmed parameters. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that device interrogation prior to the normal generator change procedure showed episodes of non-sustained right ventricular oversensing. The device was explanted and replaced. Programming changes were made to the new device and no t-wave oversensing was observed. The patient was stable.